Event description:
A power source alert was reported, indicating that the customer's pump battery would not charge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by ensuring the charging cable was connected to a wall adapter, after which the pump began charging successfully, and no further assistance was needed.